Event description:
The manufacture was informed of the event through the patient tracking department. Based on the information reported in the patient implant form, a memo 3d rechord #30 valve was implanted and explanted on the same day on (B)(6) 2021. No further information about any device malfunction, patient outcome or device finally implanted was received from the site regarding this event. The manufacturer obtained additional information identifying that the ring was explanted due to a failed complex mitral valve repair. The event was deemed not device related based on the surgeon's assessment.

Manufacturer narrative:
Updated sections: b4, b5, g3, g6, h1, h2, h6 (analysis of production records no longer warranted based on the additional information received). Since the device was reportedly not available for return, an inspection on the device is not possible at this time. However, based on the medical judgment received, the event was deemed not device related. As such, no further investigation is warranted at this time. The root cause of the reported event is attributed to non-device related factors.

Manufacturer narrative:
Unknown device disposition.

Event description:
The manufacture was informed of the event through the patient tracking department. Based on the information reported in the patient implant form, a memo 3d rechord #30 valve was implanted and explanted on the same day on (B)(6) 2021. No further information about any device malfunction, patient outcome or device finally implanted was received from the site regarding this event.